Manufacturer narrative:
All operating currents are within specification. No unexpected blank display noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was also received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call to have experienced a blank screen display. After changing batteries, customer received a button error alarm. Customer's blood glucose was 276 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.